Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an unspecified elevated blood glucose (bg) level due to the pump's basal settings needing to be adjusted. Customer delivered a correction bolus to address the elevated bg. Reportedly, the customer will discuss settings with a healthcare provider.